Manufacturer narrative:
This report represents 27 of 27 reportable malfunctions for exposure to contaminated device. The following patient identifiers are linked: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Customer reported patient may have been exposed to a contaminated device during endoscopy. The endoscope was tested by a third-party, and two bacteriological tests of the endoscope tested negative for contamination. There was no report the patient became infected, was experiencing any signs or symptoms of infection, or had a positive culture. There was no report that medical intervention or further treatment was required. Olympus made multiple attempts to receive more information from the customer without success.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the product return date and update missing h6 codes. Corrected fields: d9, h6, h2.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer, additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. The customer¿s allegation was not confirmed. It is noted that this device was discontinued on march 31, 2025. Since the manufacturer no longer provides repair services, the contaminated device was sent to a third-party maintenance provider for repair. According to the repair report dated august 6, 2025, several parts were replaced, including all channels that come into direct contact with the patient¿s bodily fluids. The device was received at the olympus repair center on october 2, 2025. As a result, further inspection is not possible, and culture testing cannot be performed to detect the presence of germs suspected of causing patient deaths and infections. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. However, it should be noted that the customer was utilizing a non-olympus endoscope washer disinfector (ewd) that was undergoing a field corrective action (fca) related to the disinfection efficacy of flexible endoscopes. This device is no longer in use and is also out of service. A definitive root cause could not be determined. Based on the results of the investigation, there could potentially be a correlation between the actual product/ device status and cause of contamination or infection. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when repair activities executed by a third party company. The last culture results by the customer was negative. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.